Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was no performing the air removal step. Tandem technical support educated the customer on cartridge fill techniques. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl.